Manufacturer narrative:
Two (2) actual devices were evaluated. Visual inspection with the unaided eye revealed loose white pm (particulate matter) on the inside of the bags within the fluid pathway above the fill port area of both samples. Additional analysis of the pm was performed via stereomicroscopic examination, which revealed that the particle in sample one was an elongated polymeric particle, approximately 1.3 mm in length, identified as eva (ethylene vinyl acetate) and the elongated white particle in sample two was also approximately 1.3 mm in length and identified as abs (acrylonitrile-butadiene-styrene). Both particles are used in manufacturing of the product. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred during an unspecified date in 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was discovered in two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This event occurred during preparation and before patient use. There was no patient involvement. No additional information is available.